Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the button is not responding. There was no reported patient involvement.